Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "in intensive care, the catheter becomes blocked after insertion. The catheter does not provide a correct arterial waveform signal, and its obstruction requires replacement with another arterial catheter. There was no bodily injury and no other consequences for the patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "in intensive care, the catheter becomes blocked after insertion. The catheter does not provide a correct arterial waveform signal, and its obstruction requires replacement with another arterial catheter. There was no bodily injury and no other consequences for the patient."